Event description:
It was reported that blood squirted from the back of the bd insyte¿ autoguard¿ bc shielded IV catheter spring chamber and onto the nurse's arm when the safety button was pressed. The following information was provided by the initial reporter: "nurse was holding the arm of a pt while the ER tech was starting an IV. Tech inserted IV in lac. When she clicked the button on the bd insyte autogard 18 gauge, blood squired out the back of the spring chamber. It sprayed on this nurses bil forearm. No open wound on my arm."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood squirted from the back of the bd insyte¿ autoguard¿ bc shielded IV catheter spring chamber and onto the nurse's arm when the safety button was pressed. The following information was provided by the initial reporter: "nurse was holding the arm of a pt while the ER tech was starting an IV. Tech inserted IV in lac. When she clicked the button on the bd insyte autogard 18 gauge, blood squired out the back of the spring chamber. It sprayed on this nurses bil forearm. No open wound on my arm."